Manufacturer narrative:
Upon completion of the device evaluation, there was no alleged malfunction with the unit and no obvious abnormalities identified.

Event description:
It has been alleged that a transport staff member at the user facility injured their back trying to engage the brake pedal at the foot end of the stretcher. The injury allegedly required time off from work for the user.

Manufacturer narrative:
The original report was not submitted with the 510k number.

Event description:
It has been alleged that a transport staff member at the user facility injured their back trying to engage the brake pedal at the foot end of the stretcher. The injury allegedly required time off from work for the user.

Event description:
It has been alleged that a transport staff member at the user facility injured their back trying to engage the brake pedal at the foot end of the stretcher. The injury allegedly required time off from work for the user.